Event description:
A user facility reported to olympus that the device failed to power up. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a power supply malfunction. Additional evaluation findings are as follows: the top cover was noted peeled off and corroded; front panel broken and dirty; socket noted corroded and dirty; video connector alignment pin malfunction; front panel corrosion. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following section was corrected: h4. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the reported events ¿(1) the power was turned off during use¿, ¿(2) after the power was turned off during use, it was impossible to turn the power on¿ were determined to be caused by failures of the power supply unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.